Manufacturer narrative:
Analysis of the adaptor (adaptor (B)(4) 2x4) found its conductors broken within 10 cm of connector area. Conductors 0, 1, 3, and 4 were broken 2.7 cm form the distal end. Open circuits were detected.

Event description:
It was reported that there were high impedances greater than 10000 ohms. It was noted that there was less than 50% therapy relief. The reporter stated that the adapter was found to be defective. The screws were retightened at both the device and the adaptor. Impedances remained high, so the adapter was replaced. The device was tested again, which resulted in good readings. The patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 64002, lot# n353826, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0206639v, implanted: (B)(6) 2002, product type lead; product ID 3389-40, lot# j0206639v, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.